Event description:
It was reported that during lap anterior resection after receiving a solid error tone, troubleshooting was performed. Went to change the disposable and the blade tip come off. Another device was opened to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.